Event description:
Nurse had developed a latex allergy especially to aerosolized powder after working as a nurse for 7 years. Symptoms began as a localized rash with itching and have progressed to generalized hives, wheezing, tachycardia and one episode of anaphylaxis with respiratory arrest and laryngeal edema requiring intubation and ventilation. Typical treatments include po and IV steroids, benadryl, epinephrine and nebulizers. Rptr has been denied workman's compensation at plant once and is currently trying to find employment in nursing in a latex-safe environment. Rptr comments that her experience has been that most user facilities and ems are either unaware of the latex problem or unwilling to take measures to protect their staff.